Event description:
Patient underwent full revision surgery (replacement of the lead and generator), the explanted products were reported to have been discarded after surgery.

Event description:
Patient presented with high lead impedance, increase in seizures, and low generator battery. Patient was referred for device replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.